Event description:
Patient received breast implant. A week later, the surgeon was attempting to remove a "tube" attached internally to the breast implant when it broke off prematurely leaving elements internal. This necessitated a repeat surgery on about a month and one-half later to remove the failed implant and replace it with a new one.